Event description:
On (B)(4) 2013, tosoh bioscience was notified that on (B)(6) 2013, a patient undergoing fertility treatment was tested for estradiol and the result was less than 25 pg/ml (negative). She was treated based on the negative result and returned for repeat testing 3 days later on (B)(6) 2013. The estradiol was 220 pg/ml which was inconsistent with the estradiol result on (B)(6) 2013. The specimen was repeated (twice) and results were 211/197 pg/ml. The investigation indicated that on (B)(6) the qcs were all within target range and there were no other issues with specimens. Root cause: unable to determine. Possible root cause may be a pre-analytical specimen issue, i.e. Clot. Considered a random error.